Event description:
The company was informed that the pt experienced swelling at the implant site. The surgeon prescribed ceftriaxona for three days and the swelling appeared resolved. Later on, the swelling re-appeared and the pt was treated with cefuroxina for ten days and the swelling went down. On (B)(6) 2013, the swelling re-appeared and the pt was treated with amoxilina for 15 days. The swelling appeared partially resolved. It was reported that hyperostosis was observed over the internal device. The pt is currently being treated with rifaprim. The pt is being monitored.